Event description:
This catheter was being utilized for a diagnostic cardiology procedure. At the end of the procedure, after the catheter was removed from the patient, the tip of the catheter separated from the shaft. There was no reported injury to the patient.